Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no obvious anomalies visualized. Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to MFR that the vns pt was being seen by the treating physician for painful stimulation in the chest at the generator site. A normal mode test was performed and revealed high lead impedance with the end of service indicator set to no. X-rays were sent to MFR for review, and there were no obvious anomalies observed on the x-rays that could be contributing to the reported events. No other adverse events were reported. There was no report of trauma, manipulation or any other believed cause provided by the physician. A worst case scenario battery life calculation was performed with the provided settings and the result did not indicate that the generator is near end of service. The physician has turned the device off. The pt has a surgical consult scheduled and revision surgery is likely.